Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: broken stem - revision required. "The stem was implanted approximately 7 years ago into a female patient. The patient was simply walking when her hip gave way. Apparently, it was very difficult to remove the remaining piece left within the femur, causing considerable damage to it. Once removed the stem was very discoloured, almost black in some areas."